Event description:
No pt information was provided. The product in question device was not returned. The expiration date was reported as 2007. No other product information was provided. The physician reported that the pt presented with increased intraocular pressure (iop) in conjunction with use of the product during surgery. It was reported that the product was used at 16% (labeled directions are 100%.) Intervention was required to remove the product. The physician described the pt outcome as good.

Manufacturer narrative:
The lot number was not provided. The expiration date of the gas was reported as 2007. This report mailed to the FDA on: (B)(4) 2009.